Event description:
It was reported that the patient experienced a brain stroke and was treated with warfarin and aspirin. A computed tomography scan was done.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2021. No changes to the patient's anticoagulation status were observed. The patient was diagnosed with the cerebellar hemorrhage, and was eventually discharged on (B)(6) 2021. Conservative follow-ups would be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cerebellar hemorrhage.